Manufacturer narrative:
Device samples were returned for analysis, manufacturers incident report is updated to reflect the results of device analysis and investigations. Refer to the following fields for updated or corrected data: b4, b6, d9, g2, g3, g6, h2, h3, h6. Based on manufacturer analysis of the returned device(s) and investigation, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available additional investigation will be completed and a follow-up submitted as appropriate.

Event description:
This incident was reported by the healthcare provider, limited information has been made available. It is reported that the patient experienced an unspecified corneal lesion of unknown location or severity. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to the unknown type, severity, or location of the reported lesion, with lack of medical information, and unknown patient outcome, and the potential for serious injury associated with some types of corneal lesion events. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.